Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During the procedure, doctor was doing CABG procedure, when he was doing distal anastomosis with the help of prolene then suture got breakdown from the mid point... No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - were there any patient consequences? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).